Event description:
Information was received from multiple sources (consumer, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (4mg/ml at .03mg/day) via an implantable pump. It was reported that the patient's pain had returned. It was unknown if external factors were involved. An x-ray and catheter study were performed. A revision occurred and when the healthcare provider (hcp) opened the spinal area, the catheter wasn¿t in the spinal canal as it had migrated. The hcp replaced the spinal segment and confirmed that cerebrospinal fluid came out of the catheter. The issue was resolved.

Manufacturer narrative:
Product ID 8781, serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 25-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.